Manufacturer narrative:
The reported monitor artifact issue was verbally confirmed on october 11, 2017: a different camera setup was used and there is no issue with the laser.

Event description:
It was reported that during a bph surgical procedure when the laser engages with the output power "green flashes" are observed on the monitor. The procedure was completed utilizing a 100 watt laser that was not a bsc-ams product. There was no patient complications and no injury was reported.